Manufacturer narrative:
Zoll has not received the product for investigation. The hospital biomed replaced the air trap block with printed circuit board to remedy the error message, and the thermogard ivtm system is now functional without any fault or error.

Event description:
Customer reported that the start-up kit (suk) (lot #unknown) had leaked saline fluid into the air trap holder of the thermogard xp ivtm system (sn (B)(4)) and then the console displayed "m ID: (B)(4)" (air trap assembly) error message. The customer dried out the air trap holder but error message persisted. It is unknown when the problem occurred. However, patient use information was requested, but no additional information was provided.